Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 543 mg/dl. The customer was treated with bolus. The customer stated that they had issues with the pump, the customer stated that they had insulin reaction. The insulin pump will not be returned for analysis.